Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cellulitis and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of cellulitis and skin irritation: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ it is recommended not to inject into a site which has been treated with a permanent implant. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported a patient had been injected with unspecified dermal fillers 6 weeks after having threads. Patient developed cellulitis that spread along the thread distribution with hardening of the product. Patient was admitted to the hospital and treated with IV antibiotics.

Manufacturer narrative:
Additional information: describe event or problem, brand name, model #, PMA/510k#. Corrected information: evaluation codes.

Event description:
Additional information: patient had been injected with unspecified juvéderm voluma. Symptoms had appeared "within a short time" after the injection. Patient was also treated with hylase.